Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with an unknown mentor saline breast implant had experienced postoperative capsular contracture (unknown grade) on an unspecified side. As a result, the patient underwent explantation and replacement with 450cc textured mentor memorygel breast implants, catalog # 3544507, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 1999.